Manufacturer narrative:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rail panels was broken off. There was no allegation that the bed was in use at that time. No harm was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. Based on the photographic evidence provided, the side rail panel was detached from the side rail mechanism (screws holding the plastic panel were ripped off). The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The bed was not in use when the malfunction was detected. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rail panels was broken off. There was no allegation that the bed was in use at that time. No harm was reported.